Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was damaged. The root cause for the damaged receptacle was unable to be identified.

Event description:
A us distributor returned a monitor was damaged.